Event description:
Caller reported a malfunction on the pump, with malfunction code 12 recurring after a reset. There was no adverse impact to the customer's blood glucose level. Customer received assistance with resetting the pump, eventually leading to a decision by technical support to send a replacement pump. Customer was advised on steps for exchanging the pump and understood instructions, including the use of updated software on the replacement and return procedures for the faulty pump.